Event description:
Eight months post index procedure, the patient experienced 90% intrastent restenosis. A repeat percutaneous transluminal coronary angiography (ptca) was performed on the distal rca with two taxus stents (3.0 x 28mm). This patient was admitted to the hospital in 2005 where angiography revealed vessel disease. The target lesion was a chronic total occlusion (cto), tapered distal right coronary artery (rca). The lesion was pre-dilated at 12 atm and two bx sonic stents were implanted (3.0 x 18mm and 3.0 x 28mm). A third bx sonic stent (3.5 x 8mm) was implanted in order to achieve complete coverage of the lesion. The patient's medications at baseline include: aspirin, ticlopidin, statins, nitrates and ca++ antagonist.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. Please note: this is one of three medwatches associated with this adverse event. The following are the mfg. Report #'s: 9616099-2007-01180, 9616099-2007-01181 and 9616099-2007-01182.